Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 230 mg/dl. Multiple attempts were made by tandem technical support to follow up with customer on the reported issue, however no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.